Manufacturer narrative:
K011375. Reported device not marketed in the u.s. However, similar devices or devices that share components, raw materials or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread or the needle is missing when opening the package. The event occurred prior to use, there is no patient involvement.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding the same issue (needle detachment or needle missing). We manufactured and distributed in the market 4,716 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples but several pictures showing that the threads are still wound on the pack and the needles have detached or are not present. Reviewed the batch manufacturing record, this product had an incidence during the process, not related to this issue, and the results before releasing the product fulfill usp/ep and b. Braun surgical requirements. Taking into account that there are previous confirmed complaints of this code batch and that the pictures received show unused sutures with the needle already detached when the pack was opened, we consider this complaint as confirmed. Final conclusion: taking into account that the results of the pictures received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, and that there are previous complaints for the same issue, we conclude that the complaint is confirmed by evidence of the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future